Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% in-stent restenosed target lesion of the previously deployed non-bsc stent was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guidewire was advanced, a 7.0 x 150, 135 cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.